Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be implanted. The right atrial lead was not used. There were no patient consequences reported.

Manufacturer narrative:
The lead was returned due to unable to implant due to patients¿ anatomy. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.